Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels of over 600 mg/dl. The customer was changing the infusion set at the time of the call. The customer was unable to troubleshoot for the high blood glucose levels at the time of the call. The customer stated that she would call back if further assistance was needed. Advised to contact her healthcare provider if the high blood glucose levels persisted. The customer stated that she had treated herself with a manual injection. Nothing further reported.